Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported screw was too lateral in relation to the pedicle and needed to be removed and replaced. No further information has been received.

Manufacturer narrative:
Visual inspection of the returned screw found some wear and tear markings on the proximal head of the implant and along the inside of the seat. The screw was also found to have a bend on the threaded shaft.a review of the manufacturing records indicated that there were no discrepancy at time of inspection in 2012.the probable underlying root cause for the damage is loss of mechanical integrity leading to deformation during usage of the device.no adverse effect was reported as a result of this event.